Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (200-500 mg/dl). Correction boluses were delivered to address the bg level. The customer did not know what caused the high bg. Tandem customer technical support (cts) had the customer perform a system check and the pump was found to be functioning as expected. The customer had changed the infusion set site earlier in the day and was planning on changing it again that night. Cts advised the customer to discuss the bg level with a healthcare provider.